Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that backup vvi issue was observed. After the patient presented in clinic for radiation therapy, the device had no anomalies for setting and function at that time. The device was interrogated again after a few days, and emergent backup vvi issue was noted. The device was reprogrammed back to normal setting. The patient was stable.